Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during normal follow up, externalized conductors were observed via diagnostic imaging. An increase in pacing lead impedance was also noted. Patient was asymptomatic. Lead was capped and replaced. Patient condition was good.